Event description:
It was reported to philips that the device needs servicing. The further evaluation of the device found this just to be a general servicing, preventive maintenance. No faults found.

Event description:
It was reported to philips that the device needs servicing. No specific issue was provided. There was no patient involvement.